Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients left ventricular (lv) lead was not stable and dislodged while slitting the delivery catheter. The lead was removed and a different lead was utilized. No patient complications have been reported as a result of this event.